Manufacturer narrative:
On (B)(6) 2008, the customer requested service for fill tubing in bath #2 coming off and leaking. There is a tubing tray under the pumps that catches any leaks. Since this tubing area has a metal cover and a plastic cover over the area as well, any leak would run down into the tray area and stayed contained. On (B)(6) 2008, the fse found blockage in bath 2 fill tube and cleaned bath 2&3 fill tubes. Root cause was determined to be blockage in bath 2 fill tube. In addition, user error was identified for lack of eye protection. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported an injury was sustained while using the lh slide stainer. The operator was working with the lh slide stainer to repair a leak when the input line to bath 2 popped off. The operator was then sprayed in eye with wright stain reagent form the input line to bath 2 on the lh slide stainer. The operator was wearing a lab coat and gloves, but no eye protection. The operator flushed her eyes in the eye bath before receiving medical treatment and contacted poison control for the appropriate treatment. The doctor gave her eye drops and ointment for the eyes. She did have a follow up visit and reported all is well. As per product labeling, (B)(4) urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.